Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and on (B)(4) 2016 found column oven fan not turning on. Appears to have leaked from column. Replaced fan and verified temperature to 25c. Ran warmup and qc (quality control) were good, ran patient samples with good results. Customer calibrating the device. The most probable cause of the reported event was a fan failure.

Event description:
On (B)(6) 2016, the customer reported a fan failure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.